Manufacturer narrative:
This is one event (cardiovascular) reported for the same patient involving two separate products; associated mdrs #1225714-2014-04500 and 1225714-2014-04501.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2006 after the use of the product.